Manufacturer narrative:
Product analysis summary: the stent was not positioned between the markerbands and not meeting specifications due to deformation of the mid to distal stent wraps. Deformation was evident to the 1st to 8th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a severely tortuous, severely calcified lesion with cto (100%) in the ostium of the lm coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the device failed to cross the lesion. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related not device related. The patient was reported to be alive with no injury. Analysis of the device revealed stent deformation.